Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and at the end of the case, when the catheter was removed a clot of char was observed. It could not be discerned whether the substance was clot or char. The physician¿s opinion is that there is an increased risk to the patient as a result of the substance. Heparin anticoagulant was administered to the patient. The system did not present any error messages and the physician did not see any product problems. The patient has not the patient exhibited any neurological symptoms since the procedure was completed. No adverse patient consequences were reported. Therefore, we have conservatively assessed the clot issue as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and at the end of the case, when the catheter was removed a clot of char was observed. The bwi failure analysis lab (fal) received the device for evaluation on (B)(6)2018 and reddish material was found on the tip. During a second visual finding on (B)(6)2018, the dome was found without reddish material and no clot was observed. Additional information was received on (B)(6)2018 indicating the manufacture date of (B)(6)2018 and expiration date of (B)(6)2019. Corresponding fields of this report have been updated. The investigational analysis completed on (B)(6)2018. The device was visually inspected and reddish material was found on the tip. During a second visual inspection, no clot was observed. This could be related to the decontamination process. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Cool flow pump testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, the catheter was found working under specifications. No indicators were found that could be cause the clot issue. In addition, the returned device was observed without clot. The root cause of the clot observed could be related to the procedure, however, this cannot be conclusively determined. Manufacture reference no:(B)(4).